Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: cs 007 eeprom read failures observed in black box on (B)(4) 2015. The pump powers with returned battery cap. Battery compartment crack observed. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. No cs 007 eeprom read failures duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.